Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Health care professional reported left side capsulorrhaphy with strattice insertion. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, weight to the spec, crease flat, and white particles on the shell. After autoclave cycle was observed, cloudy color in the gel. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Health care professional reported, left side capsulorrhaphy with strattice insertion. The device has been explanted.